Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. Calibration and controls were acceptable. Based upon information provided during the investigation, pre-analytical interference may have been the cause of this event. The issue was resolved after the visit by the (B)(4).

Event description:
The customer stated they were receiving questionable results for glucose using their cobas integra 400 plus ((B)(4)). There were two discrepant results reported outside the laboratory. The customer repeated the tests on the same integra 400 plus. The first patient's initial result was 11 mg/dl. The repeat value was 103 mg/dl. The second patient's initial result was 176 mg/dl. The first repeat value was 90 mg/dl. The second repeat value was 89 mg/dl. There was no adverse affects to the patients as a result of this event. Field service representative went to the laboratory and replaced both probes on the analyzer. He performed check tests with passing results.